Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced continuous glucose monitor (cgm) signal loss to the ilet while using a dexcom g7, and customer care guided the user to toggle settings and restart the ilet, noting that blood glucose levels were unaffected. No adverse clinical symptoms reported. Outcomes included no impact on health and no medical intervention. User support included phone-based troubleshooting and user education regarding sensor pairing and device restart. Investigation of this case revealed that the device experienced temporary communication interruption between the ilet and the cgm transmitter, which was addressed through standard reconnection steps without evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption resolved by routine troubleshooting.